Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found. All attempts to obtain the download data were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod, and then to the detached pcb assembly in attempts to establish communication between the master pdm and the pod. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Cracks were observed on the top and bottom housing. Corrosion was observed on multiple internal components, including the pcba, piezo, chassis, commutator cap, reservoir cap, mechanism rails, cam finger, switch cups, the top and middle batteries, and the front and rear pulleys. Due to the corrosion a leak test was completed, and fluid was observed to be leaking past the plunger in the reservoir. The investigation could not conclusively determine the timing or cause of the cracks, due to this, the investigation could not determine if the cracks allowed fluid into the device or if both the cracks and the reservoir leak allowed for fluid to enter the internal components of the device.

Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. Additionally, the patient supported slight bleeding from the infusion site. To treat the issue a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.